Manufacturer narrative:
B5: describe event or problem - correction. H2: if follow-up, what type - correction. H6: adverse event problem - correction.

Event description:
No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert settings altered themselves. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.